Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose event. Blood glucose level at the time of the incident was 600 mg/dl. Customer had received change sensor, sensor updating and calibration not accepted alert. Customer had more than 600 mg/dl of blood glucose but on her cgm it was only getting around more than 300 mg/dl. Auto mode feature was unknown. The insulin pump will not be returned for analysis.